Manufacturer narrative:
Approximately 87 cm of the catheter was returned. The returned catheter was patent and met the requirements for leak testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that occlusion occurred frequently for the patient. The device was replaced and there was no patient impact.